Event description:
It was reported by service report that the scale was inaccurate. It is unknown by the customer if there was pt involvement or adverse consequences.

Manufacturer narrative:
Results - load cell.